Event description:
A malfunction code was reported, specifically malfunction 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted the customer with the process, and confirmed that the malfunction did not recur after resetting. The customer was advised to continue using the pump and to contact support if any further issues arose.